Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the placement signal issue could not be determined without the returned product for investigation and sufficient clinical details including data log. The anticontamination sleeve torn/separation cause could not be determined without the returned product for investigation and sufficient clinical details. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Additional information received confirmed the event date as initially reported and has been updated in b3 date of the event. Note: investigation type/findings and conclusion additional information was incomplete (h6 coding) with previous reporting and has been corrected accordingly.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was originally implanted with an impella 5.5 via the right surgical axillary/subclavian artery and 14 days later was explanted and was implanted with an impella 5.5 via left surgical axillary/subclavian artery for mechanical circulatory support. The pump¿s placement signal became erratic today with swings of approximately 70 mmhg. Initially, when first seeing the patient, aorta systolic was 172 with the patients actual blood pressure (bp) cuff reading was 113. Shortly after, the patient¿s placement signal normalized at 109/64, matching the bp cuff. This change occurred with no patient movement. The nurse practitioner stated the placement signal seemed to climb while looking to his right side. Four days later overnight, the nurse noticed that the sterile sleeve cam unattached from the sterile sleeve lock. The team decided to use an occlusive dressing to reattach the sterile sleeve to the lock. Additional information was received. The pump is still implanted and the patient is listed for a heart transplant. This is one of two related reports. This report represents the second impella 5.5 and another report will be submitted to represent the first impella 5.5.

Manufacturer narrative:
Explant date was provided therefore d6b was updated.

Manufacturer narrative:
Corrected information has been provided in b3 and d1. Placement signal issue: the cause of the placement signal issue could not be determined without the returned product for investigation and sufficient clinical details, including data log. Pd-anticontamination sleeve (separation, torn): the cause of the product damage issue could not be determined without the returned product for investigation and sufficient clinical details. This report is submitted as a follow up to provide corrected information following an internal review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.